Event description:
On (B)(6) 2018, a call was received from the (B)(6), director of occupational medicine, dr. (B)(6). She called to report that seven patients (6 females and 1 male) and employees of the hospital, came in to have an annual tb screening. All seven patients were injected with c4d (sp91) rabbit polyclonal antibody, predilute in a leica bond dispenser. The nurse practitioner assumed she was injecting tuberculin purified protein derivative also know as tubersol used in the testing for tb. Post injection six of the patients experienced the following physiological symptoms: five of the seven patients experience headaches. Two patients had an allergic reaction. One of the two patients experienced a delayed headache and developed a rash. The person with the delayed reaction had a severe headache with joint pain at the injection site. The patient was given a steroid and a antihistamine as well as a CT scan. The error was discovered within 2 hours of injection. At the treating physician's request and advice of t.

Manufacturer narrative:
This is a final report that no additional information or medical issues have been reported to cell marque corporation for this adverse event.